Event description:
It was reported that on (B)(6) 2022, the patient woke up to a low flow alarm. The patient reported having had limited flow of 0.5 lpm in the early morning hours. The patient was admitted to the hospital and an echocardiogram (echo) was performed. The results of the echo revealed a severely dilated left ventricle. Lab work did not show any signs of hemolysis. The patient became a candidate for an urgent heartmate 3 pump exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Reporter phone number: (B)(6).

Event description:
It was reported that the pump was exchanged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), revealed a thrombus formation within the eye and vanes of the rotor, which could have contributed to the reported drop in pump flow confirmed in the submitted log files. Additionally, a specific cause for the patient¿s severely dilated left ventricle, as well as a direct correlation to hm3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. (B)(6), was returned with the pump cable severed approximately 4.5¿¿ from the pump header. A distal portion of the pump cable was returned in one segment, and the modular cable was returned properly attached to the pump cable inline connector. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of (B)(6), a dark red, tissue-like deposition was found occluding the proximal side of the rotor eye, as well as partially extending into the rotor vanes. The non-laminated structure of the thrombus as well as its lack of adherence to the pump rotor surfaces suggests that it likely did not form in the rotor; however, the specific origin of the thrombus as well as a duration of time for which it was present in the pump could not be conclusively determined through this evaluation. Although a specific cause for the observed thrombus formation could not be conclusively, the deposition was obstructing a significant portion of the blood flow path in this location and could have contributed to the reported decrease in pump flow confirmed through the submitted log files. Visual examination of the pump¿s remaining blood contacting surfaces revealed no other evidence of developed or adhered depositions or thrombus formations. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed a decrease in pump flow to 0.0 lpm. These findings appeared consistent with the reported events, the events captured in the submitted log files, and the finding of an occlusive deposition within the eye and vanes of the rotor. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Upon removal of the rotor deposition, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU lists potential adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 5 of the IFU, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 of the patient handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.